Event description:
Three (3) batteries were tried and the device wouldn't work. This is a recurring problem at this facility with the sonicision cordless ultra sonic dissector 3 batteries. Staff have to open new devices to find batteries that do work.